Manufacturer narrative:
An investigation was performed in response to a complaint of error 2300 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) found the x1 pitch sensor on the sample loader out of alignment. The fse realigned the pitch sensor. This investigation confirmed a mechanical failure due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: [2300] s. Loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. A 13-month complaint and service history review for serial number (B)(4) from the date of 11/28/2020 through aware date 12/28/2021 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer experienced an error 2300 s. Loader step feed failure. The customer reset the power on the aia-900 analyzer and the error returned. This is a reportable event based on delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), estradiol (e2), prolactin (prl), and follicle stimulating hormone (fsh) assays.